Event description:
It was reported that catheter replacement occurred on (B)(6) 2012. There was no further information provided. The outcome of the patient was not provided. The drug delivered via pump was unknown. Additional information had been requested but was not available as of the date of this report.

Event description:
It was reported that hcp was able to proceed with the case and complete the implant procedure.

Manufacturer narrative:
(B)(4).